Event description:
It was reported that patient underwent a left knee revision approximately twelve months post-implantation due to nerve damage resulting in an altered gait and leading to the patient being loose in flexion. Radiographs indicated the tibial tray was fractured. The articular surface was removed and replaced.

Manufacturer narrative:
(B)(4). D10 medical devices: femur trabecular metal cruciate retaining (cr) narrow porous catalog#: 42502206201 lot#: 65475632. Persona articular surface medial congruent (mc) left 10 mm height catalog#: 42512100410 lot#: 65560249. G2 foreign source: australia. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and reviewed by medical professional. They state that the sizing of the implant is appropriate. There is suggestion of a fractured mid tibial component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.